Event description:
It was reported that during an angioplasty procedure, after dilatation in the 30% stenotic subclavian lesion, the foxcross balloon was fully deflated. However, the balloon poorly rewrapped and was difficult to remove. The balloon catheter could not be pulled into the 6 fr introducer sheath. Another dilatation catheter was advanced to the lesion via brachial approach and an unsuccessful attempt was made to push the foxcross balloon catheter into the sheath. Finally via the index femoral access, the foxcross catheter was pulled with force and was removed intact from the body. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.